Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient developed a sore on his back that exposed the ipg. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein patients ipg was explanted and patient was administered oral antibiotics to address the issue. Patients leads were cut and left implanted surgical intervention may be undertaken to remove leads.

Event description:
It was reported, that patient developed a sore on his back. That exposed the ipg. As a result, surgical intervention was undertaken on (B)(6) 2024. Wherein patients ipg was explanted. And patients leads were cut and then explanted. Patient was administered oral antibiotics to address the issue. Additional information indicates, that everything has healed and resolved.

Manufacturer narrative:
Correction b5: patients whole system was explanted on (B)(6) 2024, rather than just the ipg d6b: date of explant: date added.